Event description:
Customer reports an infusor containing 2100mg of 5-fluoro-uracic in 5% dextrose in water to a total volume of 84ml overinfused over 6 days instead of an anticipated 7 days. Customer reports no death or serious injury associated with this report.